Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the obturator confirms the black knob broke off the device. Both pieces were returned for evaluation. Also the visual confirms the rod portion of the device is bent. The device shows significant signs of wear/usage. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an unknown surgery while the instruments were inside the patient, the obturator and screwdriver release handle were broken, and a compression screw hexdriver was stuck in their lag of the intertan set. It is unknown how the procedure was finished and if there was any delay; however, patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference case (B)(4).